Event description:
Patient's boyfriend contacted dexcom technical support on (B)(6) 2014 to report that on (B)(6) 2014, upon sensor deployment, sensor wire was only partially inserted. Upon sensor pod removal, the sensor wire remained underneath the adhesive. Patient removed transmitter prior to sensor patch removal against user guide recommendations. Patient inserted sensor in arm which is not an approved site of insertion. At the time of contact with dexcom technical support, no medical intervention or injuries were reported.

Manufacturer narrative:
(B)(4).